Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead has been slowly decreasing over time and is now exhibiting a low impedance value under 200 ohms. The lead remains in use. No patient complications have been reported as a result of this event.